Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d), was not feeling well. The device delivered between three and four shocks. It was not determined if this were appropriate. Further follow up of the patient was discussed. This device remains in service. No further adverse patient effects were reported.